Manufacturer narrative:
No unexpected pump error alarm or pump error alarms during testing however, pump error alarm and pump error alarm are found in the formatted history file due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose level was 70 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer stated fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.